Manufacturer narrative:
Investigation details: the customer reported that quality controls were performed on the days of the reported events and that the results were as expected. The customer reported that the ortho reagents used are stored and handle as per ortho¿s recommendations. The customer provided the protocol of sample preparation. The customer reported that they centrifuge the samples 5 minutes at 4000 rpm, which is 1431g. The customer was reminded to follow ortho's recommendations to centrifuge at 900-1000 g during 5 minutes. A review of manufacturing batch record of the ortho biovue abo/dd grouping cassette lot add110j (dra #(B)(4)) was requested to ortho¿s manufacturing sites. The results are not available at the time this assessment was performed. As part of the investigation of the customer complaint, samples known to be a, b, ab and o blood group were tested for abo forward at ortho¿s manufacturing site using retained samples of ortho biovue abo/dd grouping cassette lot add110j (dra #603483). The results are not available at the time this assessment was performed. The review of the worldwide complaint databases up to 19 september 2023 was performed for ortho biovue abo/dd grouping cassette lot add110j (dra #(B)(4)). No other similar complaint was identified for this lot number with call area falseneg. No trend is identified. No further investigation was performed on these incidents. The most probable assignable cause of the discordant weak positive a(abo1) and mixed field reactions for the patient is sample related, patient having potentially a weak a blood group. The assignable cause for reporting a wrong abo blood group result is user related: -no abo reverse testing is performed to establish the abo blood group -flags posted by ortho vision biovue for anti-a(abo1) reactions were ignored. -weak reaction obtained in slide method with ortho bioclone anti-a(abo1) were not investigated. In any case, there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. In mitigation of the discrepant blood group reactions obtained with ortho biovue abo/dd grouping cassette, the instruction for use of this cassette states: "serum grouping and cell grouping should always agree. Discrepancies between the two should always be resolved. Refer to appropriate technical manual(s) for procedures used in resolution of abo discrepancies".

Event description:
(B)(4) the customer contacted global technical solution center (gtsc) on 13 september 2023 to report what was described as discordant abo blood group results for one patient using ortho biovue system abo/dd cassette lot add110j in combination with their ortho vision analyzer (B)(4). Complainant/complaint reporter name and position: (B)(6), nurse. Events dates: (B)(6) 2023 reported on (B)(6) 2023 by the customer to gtsc. Patient information: patient ID is (B)(6). Sample ids (B)(6). Patient was not known by the customer before testing on (B)(6) 2023. No further information provided. Reagents: ortho biovue abo/dd grouping cassette (product code 707119; lot add110j; expiry date 03 march 2024, manufacturing date 07 june 2023). Other reagent: ortho bioclone anti-a lot baa630ax expiry date 12 july 2024. The customer reported that on (B)(6) 2023 at 13h31, they had tested a first sample from the patient with sample ID (B)(6) for abo blood grouping using ortho biovue abo/dd grouping cassette lot add110j in combination with their ortho vision analyzer and that they obtained the following results: column: reaction strength (comment) anti-a mf flag (for mixed field reaction) anti-b: 0 anti-ab: 0 anti-d: 0 anti-d: 0 ctrl: 0 based on the analyzer order reports provided, no conclusion was provided and a "?" Was displayed. The customer reported that on the same day at 14h47, they had tested the same patient sample for abo blood grouping using ortho biovue abo/dd grouping cassette lot add110j in combination with their ortho vision analyzer and that they obtained the following results: column: reaction strength (comment) anti-a mf flag (for mixed field reaction) anti-b: 0 anti-ab: 0 anti-d: 0 anti-d: 0 ctrl: 0 based on the analyzer order reports provided, no conclusion was provided and a "?" Was displayed and conclusion was manually modified by the operator to a blood group o. The customer reported that they have also tested the same patient sample for abo typing using bioclone anti-a in slide method and that they had obtained a slight weak positive reaction (no further detail was provided). Despite of the flags obtained with ortho vision biovue analyzer and weak reaction obtained for a(abo1) antigen typing in slide method, the customer reported an o blood group for the patient to the physician/patient. It is understood that the patient came back and complained that the group for abo was wrong, and it should be a (no evidence were provided to the customer confirming the a blood group). The customer reported that on (B)(6) 2023 at 12h53, they had tested a second sample from the same patient (sample ID (B)(6)) for abo blood grouping using ortho biovue abo/dd grouping cassette lot add110j in combination with their ortho vision analyzer and that they obtained the following results: column: reaction strength (comment) anti-a mf flag (for mixed field reaction) anti-b: 0 anti-ab: 0 anti-d: 0 anti-d: 0 ctrl: 0 based on the analyzer order reports provided, no conclusion was provided and a "?" Was displayed. The customer said that the patient was not harmed because of these events.